Manufacturer narrative:
PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb had foreign matter. The following information was provided by the initial reporter: syringe would be used for central venous catheter in connection with the start of dialysis treatment. Then discovered that the top of the syringe was brown. It was not used in patient care.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-09. H6: investigation summary: one photo, 50 representative samples, and one sample in open packaging were received by our quality team for evaluation. From the photo, brown foreign matter was observed on the barrel tip and collar. The samples were subjected to visual inspection to check for foreign matter. No foreign matter was observed on the representative samples. On the sample received in open packaging, brown foreign matter was observed on the top of the barrel tip, inside the barrel tip, and on the barrel luer thread collar, as well as on the barrel flange. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The first probable cause for the embedded foreign matter in the syringe barrel is that there are likely contaminants in the resin which became embedded to the syringe barrel during the injection molding process. Awareness to the resin supplier has been raised on this complaint. The second probable cause is that the foreign matter could be a result of degraded resin in the injection molding machine which was not effectively purged / removed during any cycle interruption. A feasibility study on the auto-rejection of cycles from the molding machine whenever there is any cycle interruption will be completed as well as retraining the production technicians to purge at least seven shots whenever there is a cycle interruption. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 23x1 rb had foreign matter. The following information was provided by the initial reporter: syringe would be used for central venous catheter in connection with the start of dialysis treatment. Then discovered that the top of the syringe was brown. It was not used in patient care.